Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), the shaft could not be advanced or retracted. When forcefully retracted, it caused the clip to invert; therefore the device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. All the available information was investigated. The definitive cause for the reported difficult to position(advancement or retraction) could not be determined. However, reported difficult to open or close (clip jumping) appears to be due to reported difficult to position. There is no indication of a product quality issue with respect to manufacture, design or labeling.